Event description:
This patient was undergoing a stent and coil placement within a wide neck aneurysm. An enterprise stent 4.5 x 22 was used. Post-stenting angiogram showed a thrombus formation distal at the distal end of the stent. A repeat angiogram a few minutes later showed another thrombus being formed at the proximal end of the stent. Post dose of reopro got the thrombosis cleared, and it showed a steady blood flow through the arteries. The product is still implanted.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days upon receipt.